Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, bolus history, and programming were correct. In additon, a fixed prime test was completed and the insulin exited. Instructed customer to change the set and site as per md protocol.